Manufacturer narrative:
Based on the details of the complaint the advanta v12 10mm x 38mm stent delivery system became stuck in the 7fr introducer sheath manufactured by cook incorporated. Based on the image provided, the cook introducer sheath has been flared at the distal and there appears to be some deformation of the sheath at the location of the light blue material at the junction where it meets the darker blue material. It is not known how the sheath was damaged. The buckle at the transition may have come from pushing the sheath but this cannot be confirmed. The buckle in the sheath or deformation at this location could prevent the balloon from withdrawing easily. The appearance of the balloon in the images provided show that there is a large amount of blood inside the balloon. The response from the complainant was that the balloon did not rupture. For blood to be inside the balloon there would need to be a leak in the balloon or somewhere in the delivery system. When a leak is in the balloon, and a vacuum is pulled on the syringe not only the fluid from the balloon is evacuated but also blood is pulled from the vasculature. If the balloon did indeed have a hole in it this would explain why the balloon does not appear to be completely folded down toward the distal tip. This cannot be confirmed without the physical product being returned. If during the procedure the lesion was heavily calcified, it is possible that the balloon was ruptured on the calcifications. If the physical device had been returned, an evaluation of the catheter would have been conducted. The introducer sheath used in the case would have also been reviewed. During the process of manufacturing a sampling of devices is performance tested to ensure the integrity of the product from every production lot of catheters produced. The sampling is based on an aql sampling based on product lot size. Typically, 20 samples are tested from every product lot. This lot of catheters passed all quality and performance criteria without any non-conformances. This includes a verification of the inflation skive holes under the balloon and at the inflation manifold to ensure the data collected during the manufacture of the product was accurate. There were no data points outside the acceptable range. The balloon burst test data was also reviewed. The balloon burst data during product lot qualification testing shows that the minimum burst pressure was over 14 atm. A review of the most recent design validation whereas 59 samples of the 9mmx 59mm x 120cm long catheters where simulated use tested show that the balloon was able to be deflated and pulled back through the introducer sheath without incident. The introducer sheath used during this testing was the 7 french cook introducer sheath and is the same sheath used in this reported incident. This was also conducted on the larger 10mm x 38mm device as well as the 10mm x 59mm device all with a sample size of 59 devices without issue. Based on the details of the complaint and images provided the complaint has been confirmed however because there was blood in the balloon suggests that the balloon was ruptured at some point during the procedure. All balloons are 100% pressure tested during the process of manufacturing there is no evidence based on the review of the complaint details, images received or device history records indicating that the product was nonconforming prior to product release. H3 other text : not available for return.

Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted.

Event description:
Report received stated that after deployment of the stent the physician aspirated the balloon for 40 seconds per the instructions for use and the balloon got stuck in the sheath. The physician had to cut the balloon catheter to remove.